Event description:
It was reported that the device had an error code 132.3000. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of error 132.3000. Technical support 1) tamper switch is defective. 2) replaced tamper switch. 3) run a full pm. A review of the device history record for sn (B)(6) was performed from 07/08/2019 to 01/19/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. The customer reported problem was confirmed.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device had an error code 132.3000. There was no patient involvement.